Manufacturer narrative:
Additional information: the patient is fine and went home the same day as the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the rapidcross balloon device, a detached balloon was observed in the vessel. A non-medtronic inflation device was used with 50/50 contrast and a non-medtronic sheath was used. The detachment occurred in the right distal peripheral artery, specifically within the superficial femoral artery, popliteal artery, and tibial/popliteal trunk. An intervention was required to remove the detached balloon, which was successfully accomplished by the physician using another balloon slightly inflated to grab onto the detached balloon, pulling back until it was within the sheath, and removing everything as a unit. The procedure was aborted following the removal. No patient complications have been reported as a result of this event.